Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's') in a 35-year-old female patient who had essure (batch no. B69468- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation performed on same date" on (B)(6)2014. The patient's medical history included discectomy in 2010, nutritional supplement, headache, muscle pain, cough, fever, influenza, skin red, swollen tongue, hives, acute allergic reaction, dysuria, sinus pain, nasal stuffiness, sore throat, hemoglobin abnormal, hematocrit abnormal, vaginal discharge (includes mucous.), constipation, back surgery, ankle operation, spinal operation, spinal operation, back surgery, nicotine dependence, dysmenorrhoea and uterine ablation. Concurrent conditions included irregular menstruation, central nervous system disorder, pharyngitis, rhinosinusitis, hyperplasia, pap smear abnormal, urethral hypermobility, breast tenderness, vomiting, allergic reaction to analgesics and stress incontinence. Concomitant products included alprazolam (xanax) since 2017, bupropion hydrochloride (wellbutrin) since 2017, cannabis sativa oil (cbd oil) since (B)(6)2019, clonazepam since 2015, magnesium since 2017, progesterone (progesteron) since 2018, topiramate (topamax) since 2015, topiramate (trokendi) since 2017 and vitamin d nos (vitamin d) since 2017. On (B)(6)2013, the patient had essure inserted. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). In (B)(6)2014, the patient experienced dysfunctional uterine bleeding ("other injury(ies) or complication (s) please describe: dub"), polycystic ovaries ("polycystic ovaries"), device expulsion ("foreign body of the uterus"), cystocele ("cystocele") and cervical cyst ("benign nabothian cyst"). In (B)(6)2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes leakage"). In (B)(6)2014, the patient experienced fatigue ("fatigue"). In (B)(6)2015, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type vaginosis"), anxiety depression ("psychological or psychiatric problems condition: depression"), depression ("psychological or psychiatric problems condition: depression") and libido decreased ("psychological or psychiatric problems condition: sexual anxiety/low sex drive"). In (B)(6)2015, the patient experienced neuropathy peripheral ("neurological conditions or problems type: peripheral neuropathy"), tremor ("neurological conditions or problems type shaking hands") and paraesthesia ("neurological conditions or problems type tingling extremities"). In (B)(6)2017, the patient was found to have blood testosterone decreased ("hormonal changes describe: low testosterone") and experienced mood swings ("hormonal changes describe mood swings") and vulvovaginal dryness ("hormonal changes describe vaginal dryness"). In (B)(6)2017, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"), fungal infection ("infection (bladder/ urinary tract/vaginal yeast infection"), migraine ("migraines / headaches"), metrorrhagia ("metrorrhagia"), back pain ("back pain"), abdominal distension ("bloating"), adnexa uteri cyst ("benign para tubal cyst"), vulvovaginal mycotic infection ("yeast infection") and menstrual disorder ("menstrual issue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain and anxiety depression had resolved, the menorrhagia, vaginal haemorrhage, autoimmune thyroiditis, blood testosterone decreased, mood swings, vulvovaginal dryness, urinary tract infection, vaginal infection, fungal infection, libido decreased, urinary incontinence, migraine, nausea, neuropathy peripheral, tremor, paraesthesia, dysmenorrhoea, weight increased, dysfunctional uterine bleeding, polycystic ovaries, device expulsion, cystocele, cervical cyst, metrorrhagia, adnexa uteri cyst, vulvovaginal mycotic infection and menstrual disorder outcome was unknown and the depression, back pain and abdominal distension was resolving. The reporter considered abdominal distension, adnexa uteri cyst, alopecia, anxiety depression, autoimmune thyroiditis, back pain, blood testosterone decreased, cervical cyst, cystocele, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, fungal infection, libido decreased, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, nausea, neuropathy peripheral, paraesthesia, pelvic pain, polycystic ovaries, tremor, urinary incontinence, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal dryness, vulvovaginal mycotic infection, weight increased and depression to be related to essure. The reporter commented: 4 trailing colis on left, 5 trailing coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 185 kgs. Human chorionic gonadotropin - on (B)(6)2013: negative. Hysterosalpingogram - on (B)(6)2014: total bilateral occlusion.. Ultrasound scan vagina - in (B)(6)2016: the transvaginal ultrasound to be sure that the essure devices had not migrated.. X-ray - on (B)(6)2018: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-oct-2019: update of information (batch is not valid). Not valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding ( menorrhagia)') in a 35-year-old female patient who had essure (batch no. B69468- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation performed on same date" on (B)(6) 2014. The patient's medical history included discectomy in 2010, nutritional supplement, headache, muscle pain, cough, fever, influenza, skin red, swollen tongue, hives, acute allergic reaction, dysuria, sinus pain, nasal stuffiness, sore throat, hemoglobin abnormal, hematocrit abnormal, vaginal discharge (includes mucous.), constipation, back surgery, ankle operation, spinal operation, spinal operation, back surgery, nicotine dependence, dysmenorrhoea and uterine ablation. Concurrent conditions included irregular menstruation, central nervous system disorder, pharyngitis, rhinosinusitis, hyperplasia, pap smear abnormal, urethral hypermobility, breast tenderness, vomiting, allergic reaction to analgesics and stress incontinence. Concomitant products included alprazolam (xanax) since 2017, bupropion hydrochloride (wellbutrin) since 2017, cannabidiol (cbd oil) since (B)(6) 2019, clonazepam since 2015, magnesium since 2017, progesterone (progesteron) since 2018, topiramate (topamax) since 2015, topiramate (trokendi) since 2017 and vitamin d nos (vitamin d) since 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced device expulsion ("foreign body of the uterus"), dysfunctional uterine bleeding ("other injury(ies) or complication (s) please describe: dub"), polycystic ovaries ("polycystic ovaries"), cystocele ("cystocele") and cervical cyst ("benign nabothian cyst"). In (B)(6) 2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes leakage"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type vaginosis"), anxiety depression ("psychological or psychiatric problems condition: depression"), depression ("psychological or psychiatric problems condition: depression") and libido decreased ("psychological or psychiatric problems condition: sexual anxiety/low sex drive"). In (B)(6) 2015, the patient experienced neuropathy peripheral ("neurological conditions or problems type: peripheral neuropathy"), tremor ("neurological conditions or problems type shaking hands") and paraesthesia ("neurological conditions or problems type tingling extremities"). In (B)(6) 2017, the patient was found to have blood testosterone decreased ("hormonal changes describe: low testosterone") and experienced mood swings ("hormonal changes describe mood swings") and vulvovaginal dryness ("hormonal changes describevaginal dryness"). In (B)(6) 2017, the patient experienced autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimoto's"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"), fungal infection ("infection (bladder/ urinary tract/vaginal yeast infection"), migraine ("migraines / headaches"), abdominal distension ("bloating"), adnexa uteri cyst ("benign para tubal cyst"), vulvovaginal mycotic infection ("yeast infection"), menstrual disorder ("menstrual issue"), bladder disorder ("bladder problem"), dysuria ("urinary problem"), cystitis ("bladder infection"), nervous system disorder ("neurological disorder"), sinusitis ("sinus infection"), malaise ("sick"), pain in extremity ("leg pain"), headache ("headache"), pneumonia ("pneumonia"), hypotension ("blood pressure low"), constipation ("constipation"), anxiety ("anxiety"), frustration tolerance decreased ("frustrating"), flatulence ("gas pain") and stress ("stress") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with ablation on (B)(6) 2014 and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, menorrhagia, autoimmune thyroiditis, device expulsion, dysmenorrhoea, vaginal haemorrhage, metrorrhagia, blood testosterone decreased, mood swings, vulvovaginal dryness, urinary tract infection, vaginal infection, fungal infection, libido decreased, urinary incontinence, migraine, nausea, neuropathy peripheral, tremor, paraesthesia, weight increased, dysfunctional uterine bleeding, polycystic ovaries, cystocele, cervical cyst, adnexa uteri cyst, vulvovaginal mycotic infection, menstrual disorder, bladder disorder, dysuria, cystitis, hormone level abnormal, nervous system disorder, sinusitis, malaise, pain in extremity, headache, pneumonia, hypotension, constipation, anxiety, frustration tolerance decreased, flatulence and stress outcome was unknown, the pelvic pain, back pain, abdominal pain and anxiety depression had resolved and the depression and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, alopecia, anxiety, anxiety depression, autoimmune thyroiditis, back pain, bladder disorder, blood testosterone decreased, cervical cyst, constipation, cystitis, cystocele, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dysuria, fatigue, flatulence, frustration tolerance decreased, fungal infection, headache, hormone level abnormal, hypotension, libido decreased, malaise, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, nausea, nervous system disorder, neuropathy peripheral, pain in extremity, paraesthesia, pelvic pain, pneumonia, polycystic ovaries, sinusitis, stress, tremor, urinary incontinence, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal dryness, vulvovaginal mycotic infection, weight increased and depression to be related to essure. The reporter commented: 4 trailing colis on left, 5 trailing coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 185 kgs. Human chorionic gonadotropin - on (B)(6) 2013: negative. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion.. Ultrasound scan vagina - in (B)(6) 2016: the transvaginal ultrasound to be sure that the essure devices had not migrated.. X-ray - on (B)(6) 2018: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received : new event perforation/migration was added. Ablation added as a treatment for menorrhagia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's') in a 35-year-old female patient who had essure (batch no: b69468- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation performed on same date" on (B)(6) 2014. The patient's medical history included discectomy in 2010, nutritional supplement, headache, muscle pain, cough, fever, influenza, skin red, swollen tongue, hives, acute allergic reaction, dysuria, sinus pain, nasal stuffiness, sore throat, hemoglobin abnormal, hematocrit abnormal, vaginal discharge (includes mucous.), constipation, back surgery, ankle operation, spinal operation, spinal operation, back surgery, nicotine dependence, dysmenorrhoea and uterine ablation. Concurrent conditions included irregular menstruation, central nervous system disorder, pharyngitis, rhinosinusitis, hyperplasia, pap smear abnormal, urethral hypermobility, breast tenderness, vomiting, allergic reaction to analgesics and stress incontinence. Concomitant products included alprazolam (xanax) since 2017, bupropion hydrochloride (wellbutrin) since 2017, cannabis sativa oil (cbd oil) since on (B)(6) 2019, clonazepam since 2015, magnesium since 2017, progesterone (progesteron) since 2018, topiramate (topamax) since 2015, topiramate (trokendi) since 2017 and vitamin d nos (vitamin d) since 2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea") and alopecia ("hair loss"). On (B)(6) 2014, the patient experienced device expulsion ("foreign body of the uterus"), dysfunctional uterine bleeding ("other injury(ies) or complication (s) please describe: dub"), polycystic ovaries ("polycystic ovaries"), cystocele ("cystocele") and cervical cyst ("benign nabothian cyst"). On (B)(6) 2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes leakage"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type vaginosis"), anxiety depression ("psychological or psychiatric problems condition: depression"), depression ("psychological or psychiatric problems condition: depression") and libido decreased ("psychological or psychiatric problems condition: sexual anxiety/low sex drive"). On (B)(6) 2015, the patient experienced neuropathy peripheral ("neurological conditions or problems type: peripheral neuropathy"), tremor ("neurological conditions or problems type shaking hands") and paraesthesia ("neurological conditions or problems type tingling extremities"). On (B)(6) 2017, the patient was found to have blood testosterone decreased ("hormonal changes describe: low testosterone") and experienced mood swings ("hormonal changes describe mood swings") and vulvovaginal dryness ("hormonal changes describevaginal dryness"). On (B)(6) 2017, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"), fungal infection ("infection (bladder/ urinary tract/vaginal yeast infection"), migraine ("migraines / headaches"), abdominal distension ("bloating"), adnexa uteri cyst ("benign para tubal cyst"), vulvovaginal mycotic infection ("yeast infection"), menstrual disorder ("menstrual issue"), bladder disorder ("bladder problem"), dysuria ("urinary problem"), cystitis ("bladder infection") and nervous system disorder ("neurological disorder") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, abdominal pain and anxiety depression had resolved, the autoimmune thyroiditis, device expulsion, dysmenorrhoea, menorrhagia, vaginal haemorrhage, metrorrhagia, blood testosterone decreased, mood swings, vulvovaginal dryness, urinary tract infection, vaginal infection, fungal infection, libido decreased, urinary incontinence, migraine, nausea, neuropathy peripheral, tremor, paraesthesia, weight increased, dysfunctional uterine bleeding, polycystic ovaries, cystocele, cervical cyst, adnexa uteri cyst, vulvovaginal mycotic infection, menstrual disorder, bladder disorder, dysuria, cystitis, hormone level abnormal and nervous system disorder outcome was unknown and the depression and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, alopecia, anxiety depression, autoimmune thyroiditis, back pain, bladder disorder, blood testosterone decreased, cervical cyst, cystitis, cystocele, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dysuria, fatigue, fungal infection, hormone level abnormal, libido decreased, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, nausea, nervous system disorder, neuropathy peripheral, paraesthesia, pelvic pain, polycystic ovaries, tremor, urinary incontinence, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal dryness, vulvovaginal mycotic infection, weight increased and depression to be related to essure. The reporter commented: 4 trailing colis on left, 5 trailing coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 185 kgs. Human chorionic gonadotropin: on (B)(6) 2013: negative. Hysterosalpingogram: on (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina: on (B)(6) 2016: the transvaginal. Ultrasound to be sure that the essure devices had not migrated. X-ray: on (B)(6) 2018: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event¿s : abdominal pain, bladder problem, urinary problem, bladder infection, hormonal changes, neurological disorder were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's) in a (B)(6) female patient who had essure (batch no. B69468) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation performed on same date" on (B)(6) 2014. The patient's medical history included discectomy in 2010, nutritional supplement, headache, muscle pain, cough, fever, influenza, skin red, swollen tongue, hives, acute allergic reaction, dysuria, sinus pain, nasal stuffiness, sore throat, hemoglobin abnormal, hematocrit abnormal, vaginal discharge (includes mucous.), constipation, back surgery, ankle operation, spinal operation, thoracic operation, spinal operation, nicotine dependence, dysmenorrhoea and uterine ablation. Concurrent conditions included irregular menstruation, central nervous system disorder, pharyngitis, rhinosinusitis, hyperplasia, pap smear, urethral hypermobility, breast tenderness, vomiting, allergic reaction to analgesics and stress incontinence. Concomitant products included alprazolam (xanax) since 2017, bupropion hydrochloride (wellbutrin) since 2017, clonazepam since 2015, magnesium since 2017, paraffin (oil) since (B)(6) 2019, progesterone (progesterone) since 2018, topiramate (topamax) since 2015, topiramate (trokendi) since 2017 and vitamin d nos (vitamin d) since 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dysfunctional uterine bleeding ("other injury(ies) or complication (s) please describe: dub"), polycystic ovaries ("polycystic ovaries"), device expulsion ("foreign body of the uterus"), cystocele ("cystocele"), cervical cyst ("cervix - benign nabothian cyst") and cyst ("benign nabothian cyst"). In (B)(6) 2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes leakage"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vaginal disorder ("infection (bladder/ urinary tract/vaginal) type vaginosis"), anxiety ("psychological or psychiatric problems condition: depression"), depression ("psychological or psychiatric problems condition: depression") and loss of libido ("psychological or psychiatric problems condition: sexual anxiety/low sex drive"). In may 2015, the patient experienced neuropathy peripheral ("neurological conditions or problems type: peripheral neuropathy"), tremor ("neurological conditions or problems type shaking hands") and paraesthesia ("neurological conditions or problems type tingling extremities"). In (B)(6) 2017, the patient was found to have blood testosterone decreased ("hormonal changes describe: low testosterone") and experienced mood swings ("hormonal changes describe mood swings") and vulvovaginal dryness ("hormonal changes describe vaginal dryness"). In (B)(6) 2017, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"), fungal infection ("infection (bladder/ urinary tract/vaginal yeast infection"), migraine ("migraines / headaches"), metrorrhagia ("metrorrhagia"), back pain ("back pain"), abdominal distension ("bloating"), adnexa uteri cyst ("benign para tubal cyst"), vulvovaginal mycotic infection ("yeast infection") and menstrual disorder ("menstrual issue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and anxiety had resolved, the menorrhagia, vaginal haemorrhage, autoimmune thyroiditis, blood testosterone decreased, mood swings, vulvovaginal dryness, urinary tract infection, vaginal disorder, fungal infection, loss of libido, urinary incontinence, migraine, nausea, neuropathy peripheral, tremor, paraesthesia, dysmenorrhoea, weight increased, dysfunctional uterine bleeding, polycystic ovaries, device expulsion, cystocele, cervical cyst, cyst, metrorrhagia, adnexa uteri cyst, vulvovaginal mycotic infection and menstrual disorder outcome was unknown and the depression, back pain and abdominal distension was resolving. The reporter considered abdominal distension, adnexa uteri cyst, alopecia, anxiety, autoimmune thyroiditis, back pain, blood testosterone decreased, cervical cyst, cyst, cystocele, depression, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, fungal infection, loss of libido, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, nausea, neuropathy peripheral, paraesthesia, pelvic pain, polycystic ovaries, tremor, urinary incontinence, urinary tract infection, vaginal disorder, vaginal haemorrhage, vulvovaginal dryness, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: 4 trailing coils on left, 5 trailing coils on right diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Human chorionic gonadotropin - on (B)(6) 2013: negative. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion.. Ultrasound scan vagina - in (B)(6) 2016: the transvaginal ultrasound to be sure that the essure devices had not migrated.. X-ray - on (B)(6) 2018: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-sep-2019: plaintiff fact sheet and mr received: previous event ¿injury to herself¿ updated to ¿hormonal changes describe: low testosterone¿, events- ¿abnormal bleeding(vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti's, depression, anxiety, sexual anxiety/low sex drive, autoimmune disorder type of disorder: hashimoto's, urine leakage, migraines / headaches, nausea, neurological conditions or problems type: peripheral neuropathy, shaking hands, tingling extremities, dysmenorrhea (cramping), pain, fatigue, weight gain, dub, polycystic ovaries; foreign body of the uterus, cystocele; cervix - benign nabothian cyst; benign para tubal cyst; metrorrhagia, hair loss , back pain, bloating, benign para tubal cyst, vaginosis, yeast infection, essure insertion and ablation performed on same date, menstrual issue¿, lab data, lot number, reporter, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. B69468- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation performed on same date" on (B)(6) 2014. The patient's medical history included discectomy in 2010, nutritional supplement, headache, muscle pain, cough, fever, influenza, skin red, swollen tongue, hives, acute allergic reaction, dysuria, sinus pain, nasal stuffiness, sore throat, hemoglobin abnormal, hematocrit abnormal, vaginal discharge (includes mucous.), constipation, back surgery, ankle operation, spinal operation, spinal operation, back surgery, nicotine dependence, dysmenorrhoea and uterine ablation. Concurrent conditions included irregular menstruation, central nervous system disorder, pharyngitis, rhinosinusitis, hyperplasia, pap smear abnormal, urethral hypermobility, breast tenderness, vomiting, allergic reaction to analgesics and stress incontinence. Concomitant products included alprazolam (xanax) since 2017, bupropion hydrochloride (wellbutrin) since 2017, cannabis sativa oil (cbd oil) since (B)(6) 2019, clonazepam since 2015, magnesium since 2017, progesterone (progesterone) since 2018, topiramate (topamax) since 2015, topiramate (trokendi) since 2017 and vitamin d nos (vitamin d) since 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding ( menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced device expulsion ("foreign body of the uterus"), dysfunctional uterine bleeding ("other injury(ies) or complication (s) please describe: dub"), polycystic ovaries ("polycystic ovaries"), cystocele ("cystocele") and cervical cyst ("benign nabothian cyst"). In (B)(6) 2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes leakage"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type vaginosis"), anxiety depression ("psychological or psychiatric problems condition: depression"), depression ("psychological or psychiatric problems condition: depression") and libido decreased ("psychological or psychiatric problems condition: sexual anxiety/low sex drive"). In (B)(6) 2015, the patient experienced neuropathy peripheral ("neurological conditions or problems type: peripheral neuropathy"), tremor ("neurological conditions or problems type shaking hands") and paraesthesia ("neurological conditions or problems type tingling extremities"). In (B)(6) 2017, the patient was found to have blood testosterone decreased ("hormonal changes describe: low testosterone") and experienced mood swings ("hormonal changes describe mood swings") and vulvovaginal dryness ("hormonal changes describe vaginal dryness"). In (B)(6) 2017, the patient experienced autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimoto's"). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"), fungal infection ("infection (bladder/ urinary tract/vaginal yeast infection"), migraine ("migraines / headaches"), abdominal distension ("bloating"), adnexa uteri cyst ("benign para tubal cyst"), vulvovaginal mycotic infection ("yeast infection"), menstrual disorder ("menstrual issue"), bladder disorder ("bladder problem"), dysuria ("urinary problem"), cystitis ("bladder infection"), nervous system disorder ("neurological disorder"), sinusitis ("sinus infection"), malaise ("sick"), pain in extremity ("leg pain"), headache ("headache"), pneumonia ("pneumonia"), hypotension ("blood pressure low"), constipation ("constipation"), anxiety ("anxiety"), frustration tolerance decreased ("frustrating"), flatulence ("gas pain") and stress ("stress") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, abdominal pain and anxiety depression had resolved, the menorrhagia, autoimmune thyroiditis, device expulsion, dysmenorrhoea, vaginal haemorrhage, metrorrhagia, blood testosterone decreased, mood swings, vulvovaginal dryness, urinary tract infection, vaginal infection, fungal infection, libido decreased, urinary incontinence, migraine, nausea, neuropathy peripheral, tremor, paraesthesia, weight increased, dysfunctional uterine bleeding, polycystic ovaries, cystocele, cervical cyst, adnexa uteri cyst, vulvovaginal mycotic infection, menstrual disorder, bladder disorder, dysuria, cystitis, hormone level abnormal, nervous system disorder, sinusitis, malaise, pain in extremity, headache, pneumonia, hypotension, constipation, anxiety, frustration tolerance decreased, flatulence and stress outcome was unknown and the depression and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, alopecia, anxiety, anxiety depression, autoimmune thyroiditis, back pain, bladder disorder, blood testosterone decreased, cervical cyst, constipation, cystitis, cystocele, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dysuria, fatigue, flatulence, frustration tolerance decreased, fungal infection, headache, hormone level abnormal, hypotension, libido decreased, malaise, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, nausea, nervous system disorder, neuropathy peripheral, pain in extremity, paraesthesia, pelvic pain, pneumonia, polycystic ovaries, sinusitis, stress, tremor, urinary incontinence, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal dryness, vulvovaginal mycotic infection, weight increased and depression to be related to essure. The reporter commented: 4 trailing coils on left, 5 trailing coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 185 kgs. Human chorionic gonadotropin - on (B)(6) 2013: negative. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion.. Ultrasound scan vagina - in (B)(6) 2016: the transvaginal ultrasound to be sure that the essure devices had not migrated. X-ray - on (B)(6) 2018: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. B69468- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation performed on same date" on (B)(6) 2014. The patient's medical history included discectomy in 2010, nutritional supplement, headache, muscle pain, cough, fever, influenza, skin red, swollen tongue, hives, acute allergic reaction, dysuria, sinus pain, nasal stuffiness, sore throat, hemoglobin abnormal, hematocrit abnormal, vaginal discharge (includes mucous.), constipation, back surgery, ankle operation, spinal operation, spinal operation, back surgery, nicotine dependence, dysmenorrhoea and uterine ablation. Concurrent conditions included irregular menstruation, central nervous system disorder, pharyngitis, rhinosinusitis, hyperplasia, pap smear abnormal, urethral hypermobility, breast tenderness, vomiting, allergic reaction to analgesics and stress incontinence. Concomitant products included alprazolam (xanax) since 2017, bupropion hydrochloride (wellbutrin) since 2017, cannabis sativa oil (cbd oil) since (B)(6) 2019, clonazepam since 2015, magnesium since 2017, progesterone (progesteron) since 2018, topiramate (topamax) since 2015, topiramate (trokendi) since 2017 and vitamin d nos (vitamin d) since 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding ( menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced device expulsion ("foreign body of the uterus"), dysfunctional uterine bleeding ("other injury(ies) or complication (s) please describe: dub"), polycystic ovaries ("polycystic ovaries"), cystocele ("cystocele") and cervical cyst ("benign nabothian cyst"). In (B)(6) 2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes leakage"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type vaginosis"), anxiety depression ("psychological or psychiatric problems condition: depression"), depression ("psychological or psychiatric problems condition: depression") and libido decreased ("psychological or psychiatric problems condition: sexual anxiety/low sex drive"). In (B)(6) 2015, the patient experienced neuropathy peripheral ("neurological conditions or problems type: peripheral neuropathy"), tremor ("neurological conditions or problems type shaking hands") and paraesthesia ("neurological conditions or problems type tingling extremities"). In (B)(6) 2017, the patient was found to have blood testosterone decreased ("hormonal changes describe: low testosterone") and experienced mood swings ("hormonal changes describe mood swings") and vulvovaginal dryness ("hormonal changes describevaginal dryness"). In (B)(6) 2017, the patient experienced autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimoto's"). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"), fungal infection ("infection (bladder/ urinary tract/vaginal yeast infection"), migraine ("migraines / headaches"), abdominal distension ("bloating"), adnexa uteri cyst ("benign para tubal cyst"), vulvovaginal mycotic infection ("yeast infection"), menstrual disorder ("menstrual issue"), bladder disorder ("bladder problem"), dysuria ("urinary problem"), cystitis ("bladder infection"), nervous system disorder ("neurological disorder"), sinusitis ("sinus infection"), malaise ("sick"), pain in extremity ("leg pain"), headache ("headache"), pneumonia ("pneumonia"), hypotension ("blood pressure low"), constipation ("constipation"), anxiety ("anxiety"), frustration tolerance decreased ("frustrating"), flatulence ("gas pain") and stress ("stress") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, abdominal pain and anxiety depression had resolved, the menorrhagia, autoimmune thyroiditis, device expulsion, dysmenorrhoea, vaginal haemorrhage, metrorrhagia, blood testosterone decreased, mood swings, vulvovaginal dryness, urinary tract infection, vaginal infection, fungal infection, libido decreased, urinary incontinence, migraine, nausea, neuropathy peripheral, tremor, paraesthesia, weight increased, dysfunctional uterine bleeding, polycystic ovaries, cystocele, cervical cyst, adnexa uteri cyst, vulvovaginal mycotic infection, menstrual disorder, bladder disorder, dysuria, cystitis, hormone level abnormal, nervous system disorder, sinusitis, malaise, pain in extremity, headache, pneumonia, hypotension, constipation, anxiety, frustration tolerance decreased, flatulence and stress outcome was unknown and the depression and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, alopecia, anxiety, anxiety depression, autoimmune thyroiditis, back pain, bladder disorder, blood testosterone decreased, cervical cyst, constipation, cystitis, cystocele, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dysuria, fatigue, flatulence, frustration tolerance decreased, fungal infection, headache, hormone level abnormal, hypotension, libido decreased, malaise, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, nausea, nervous system disorder, neuropathy peripheral, pain in extremity, paraesthesia, pelvic pain, pneumonia, polycystic ovaries, sinusitis, stress, tremor, urinary incontinence, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal dryness, vulvovaginal mycotic infection, weight increased and depression to be related to essure. The reporter commented: 4 trailing colis on left, 5 trailing coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 185 kgs. Human chorionic gonadotropin - on (B)(6) 2013: negative. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2016: the transvaginal ultrasound to be sure that the essure devices had not migrated. X-ray - on (B)(6) 2018: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: social media received reporter information was added. New event added sinusitis, sick, leg pain, headache, pneumonia, blood pressure low, constipation, anxiety, frustration, gas pain, stress. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.